Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via left femoral artery and sheath was inserted. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal artery. A non-bsc guide wire was used to cross the lesion and pre-dilatation was done using a 2mm x 100mm non-bsc balloon catheter. A 3.0mm x 220mm x 150cm coyote mr balloon catheter was selected and advanced to the target lesion for additional lesion dilation however, upon first inflation at 4 atmospheres, the balloon ruptured. The device was then removed and exchanged with a 3 x 200mm non-bsc balloon catheter. The procedure was completed with additional dilation using a 3mm peripheral cutting balloon device and dilation of the superficial femoral artery with a 4mm x 220mm coyote balloon catheter. No patient complications were reported and the patient' status was good.

Manufacturer narrative:
Age at time of event: below 18 years. (B)(4). Device evaluated by MFR: the coyote catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 87mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).